Event description:
It was reported that during the transfer of a pt from a surface to a stretcher that the brakes did not hold. The pt allegedly fell, bud did not sustain any injuries.

Manufacturer narrative:
MFR's investigation is ongoing. If additional info is received, a follow-up report may be submitted.